Manufacturer narrative:
(B) (4): eval results (other): visual inspection of the returned product found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. The lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the work order. Conclusion: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval. (B) (4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens tore. The lens was cut in pieces to remove with no pt injury, no enlarged incision or sutures. Another same model lens was implanted.